Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v569218, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a fall sometime last winter, but the patient did not remember the specific time. Since the fall the patient had not felt any stimulation and had not gotten any symptom relief. The patient did not have a patient programmer to check their implant. The patient was redirected to their healthcare provider (hcp) to get a shipping address for a replacement programmer as the device had been stolen or lost and to set up an appointment.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help.